Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the returned device confirms thread damage to the pull rod. A complaint database search on the reclaim assem upper pull rod (B)(4) identified similar reports of thread damage which were attributed to misuse. The root cause is attributed to inadvertent user error. Based on the performed investigation, corrective action is not needed. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Internal thread of distal stem did not engage with tapper assembly tool. Could not break the tensile bar. Also had difficulty threading neck trial to stem.